Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using the bd a-line¿, there was no label on one (1) shipping carton. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received ten photos for investigation. Evaluation of the photos indicated that the case pack only had one label on it. One retained case pack was visually inspected, and no missing labels were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: incorrect/missing label information. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using the bd a-line¿, there was no label on one (1) shipping carton. No adverse impact was reported regarding the patient or user.